Manufacturer narrative:
No product was returned for evaluation. The cause of the optical signal issue could not be determined as limited clinical details were provided and no product was returned for analysis. Data logs at time of reported issue were observed and no hard failures of the optical sensor were observed and all optical parameters are stable and within range at time of reported issue. No alarms are noted at time of reported issue. The cause of the saturated flows could not be determined as no product was returned and limited clinical details were provided. Data logs were reviewed and showed increased pump flows with slight trend up in motor current. No active alarms at that time. The device passed all post-sterile inspection checks.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 displayed higher than expected left ventricular end-diastolic diameter values and high flow rates. No intervention was performed. Impella support continued for another seven days, at which point care was withdrawn due to the patient's prolonged postcardiotomy syndrome. The patient subsequently passed away.